Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The customer troubleshot with technical support and was advised to replace the touchscreen. The customer reported that the issue was addressed and the unit was return to service. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
It was reported that the ventilators touchscreen was unresponsive. There was no patient involvement.